Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found out of specification in relation to the customer reported failed the downstream occlusion pressure test, over 19,which was not reproduced. The reported condition was verified. The cause was determined to be the force sensor calibration out of intended range . The downstream tubing guide was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had failed the downstream occlusion pressure test, over 19. The event happened during preventive maintenance at the general patient ward. There was no patient involvement. No additional information is available.